Event description:
A diabetes nurse in finland called on behalf of a customer. She stated that the customer opened a new carton of test strips and found the cap open on the bottle of strips. Control tests were performed and a result of "hi" was received. The high control range was 16.5-22.8 mmol/l (297-410 mg/dl). No adverse events were alleged. The test strips are to be returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.